Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: external control system failureadditional text: low flow and rate drop following showerspecific component(s) involved: other component malfunction, specifyadditional text:other component: unknowncausative or contributing factor: patient error in caring for systemother cause:intervention(s): noneother intervention :implant device type: lvadmalfunction device type: